Manufacturer narrative:
Per the clinic, the patient was treated with topical steroid (specific date and duration not reported). This report is submitted on may 17, 2023.

Manufacturer narrative:
This report is submitted on february,26,2023

Event description:
Per the clinic, the patient experienced an infection around the abutment site. Additional information has been requested but has not been made available as of the date of this report.